Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Bricker cystectomy- "after ~1 hour, when mobilizing the bladder, blade got stuck in deployed position, jaws/handle could not be opened. Blade lever could also not be pushed open. Surgeon had to pull jaws of tissue. Cleaned jaws and blade channel regularly during case (by pulling blade lever multiple times with device outside of patient), and now cleaned jaws and blade channel again after which device functional normally agai ~ 20 minutes later surgeon device's latching mechanism had caught onto sterile drapes. Tip of jaws were grasped on mesentery and had completed sealing cycle, tissue divided. Surgeon could not unlatch the handle. Pulled jaws from tissue, caused small bleeder which was managed with monopolar 10 more minutes later surgeon commented that blade was not cutting all the way while having pulled blade lever back completely." Type of intervention- "extra sealing, diathermia." Patient status- "ok."

Manufacturer narrative:
(B)(4). Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. Upon inspection, it was noted that there was a buildup of eschar within the jaws. The blade was actuated and it was confirmed that the blade could get stuck towards the front of the jaws. The jaws and blade channel were cleaned and the blade was able to actuate and retract smoothly. During testing of the latching mechanism, it was observed that the surgical drape could potentially prevent the trigger from engaging and disengaging properly from the trigger components inside the handle, causing the device to remain stuck in the locked position. The root cause of the blade issues is likely due to eschar buildup on the jaws. For optimal performance, the jaws of the device should be kept clean using a gauze pad soaked with sterile water or saline to remove eschar. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of incident to occur. The experience of difficulty in unlatching the trigger is likely due to the trigger catching onto the surgical drapes when latching the device. For optimal performance, it is recommended that material be kept free from the latch area of the device. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.